Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. A screening test was performed, and the device was recognized and visualized correctly; however negative force vector appeared in the system with high force readings. Failure analysis was performed and no issues with the adhesive were observed in the tip area. A manufacturing record evaluation was performed for the finished device, and no internal actions was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the hole in the pebax may be related to device usage during the procedure, however this cannot be concluded. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a smart touch unidirectional sf catheter and during the operation there was a problem with the force of the catheter. After removing the catheter from the patient, it seemed that blood penetrated the spring part of the device. There was no physical damage, no difficulty was experienced while maneuvering the catheter or during the withdrawal. A second device was used to complete the operation. There was no adverse event reported on patient. This event was originally assessed as not MDR reportable. The device was returned for analysis and it was discovered a hole in the surface of the pebax. This finding is MDR reportable.